Event description:
Six falsely elevated troponin I results were obtained on patients' samples. The results were reported to the physician who questioned the results. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the water system due to non standard use of not using a millipore water system. The fse decontaminated the dimension. The instrument is performing within specifications. No further evaluation of the device is required.